Manufacturer narrative:
Device was returned due to deceased patient. Analysis was normal. No anomalies were found. Required intervention" was marked in error in place of "death", in the initial report. This report notes the appropriate selection.

Manufacturer narrative:
The device was tested on the bench and using automated testing equipment, and no anomalies were found.

Event description:
It was reported that the patient deceased due to sudden cardiac death. There was no known allegation that the device caused or contributed to the death.